Event description:
It was reported that the right atrial (ra) lead had high threshold and was undersensing. The right ventricle (rv) lead was also undersensing. Over time sensing had become worse and the physician decided to explant and replace both the ra and rv leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid on the outer tubing overlay, all insulators breached cut, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, and there was apparent explant damage.